Manufacturer narrative:
Exact date unknown, event occurred over the last year from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5062837.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances which was presumably from a fracture despite reprogramming.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances which was presumably from a fracture despite reprogramming. Additional information was received that the patient underwent a lead replacement procedure and the patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances which was presumably from a fracture despite reprogramming. Additional information was received that the patient underwent an revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: (*do not remove) product family: sscs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 22006333. Sc-2317-50, sn: (B)(6). The returned lead was analyzed and revealed wire fractures right after both retention sleeves of the proximal end. With all the available information, boston scientific concludes the reported event was confirmed. The lead fracture was the root cause of the inadequate pain relief. The probable cause was traced to a component failure. Sc-2317-50, sn: (B)(6). The returned lead was analyzed and revealed wire fractures right after one of the retention sleeves of the proximal end. With all the available information, boston scientific concludes the reported event was confirmed. The lead fracture was the root cause of the inadequate pain relief. The probable cause was traced to a component failure. Sc-4318 lot: 22006333. The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.